Event description:
It was reported that guidewire getting stuck in distal opening and tearing the catheter, safety not activating. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that guidewire getting stuck in distal opening and tearing the catheter, safety not activating. No further details available or provided. It was reported this event occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. The second picture showed a device with the guidewire protruding from the flash notch opening. Use residue was observed on the guidewire, and the safety mechanism was not activated. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the guidewire protruding through the flash notch. This complaint will be recorded for future trending and monitoring purposes.